Event description:
The healthcare professional reported that during a primary hybrid bilateral functional endoscopic sinus surgery (fess) procedure on (B)(6) 2025, a 4.0mm x 110mm straight, doubt (0°) trudi navigation shaver blade (tsb4str / 240930b-pc) and a suction device (catalog / lot# unknown) were used. It was reported that the accuracy was off by about 4mm on the trudi navigation system. The patient was re-registered, and the accuracy was ¿a bit better¿ but the issue continued. The procedure was continued. It was also reported that the trudi shaver blade stopped navigating every time the foot pedal was pressed down. The shaver blade was replaced but the issue continued. They continued using the other navigated device ¿that worked just fine.¿ there was no negative patient impact reported. The devices with the reported issue are not available for return. On 12-feb-2025, additional information was received. Per the information, the product code and the lot number of the suction device is not available, ¿this was related to all instruments, not just the suction. It¿s not the instruments making it be inaccurate, it¿s the system.¿ the information indicated that when the accuracy issue was observed, the color of the bar below the suction icon on the trudi system monitor was green. There was no error message on the trudi nav monitor. The suction device was plugged in before registration. The crosshairs did not turn yellow. Based on the additional information received on 12-feb-2025, the issue related to the suction device has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.4: the trudi suction device does not have an expiration date; it is not a single use device. Trudi¿ suction instruments are supplied non-sterile and must be cleaned and sterilized prior to each usage. The product catalog and lot numbers are not available / not reported. The unique identifier (UDI) is not available without the lot number. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.